Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery is this coming monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with an ablation too". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained 40 lbs with essure"). The patient was treated with surgery (essure removal (scheduled)). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: patient stated that, having the devil device removed monday 8/19 along with my female parts. Concerning the injuries reported in this case the following were reported via social media- medical device removal, essure done with ablation, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery is this coming monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure with an ablation too". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained 40 lbs with essure"). The patient was treated with surgery (essure removal (scheduled)). At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, essure done with ablation, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Follow up processed with initial. Event added: medical device removal, weight gain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.